Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-14, information was received from a consumer regarding a (B)(6), female patient who was receiving morphine (dose and concentration unknown) via an implantable pump for spinal pain. On (B)(6) 2015, the patient missed a refill because she had relocated and the patient started hearing the pump alarm. The patient relocated and thought she would be refilled by a physician there, but found out he was not accepting new patients. The patient had an appointment scheduled for (B)(6) 2016, but needed a refill before then, so she was looking for other options. No patient symptoms occurred. Additional information has been requested regarding the steps taken to resolve the pump alarm, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.